Manufacturer narrative:
The device is expected for return. This report will be updated when the investigation is completed.

Event description:
It was reported during the implant procedure to upgrade to a srt-ICD, while attempting to insert the guidewire into the left ventricle (lv) lead, it could not be inserted more than 1 cm. It was indicated that it felt like there was a blockage. Therefore, a new lead was implanted without any issues. No adverse effects to the patient were reported. The device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The lead did not pass guidewire insertion testing due to foreign material present in the lead lumen at approximately 8.1 centimeters (cm) from the terminal pin. Laboratory testing concluded the foreign material was likely a combination of blood/body fluid and polymer from the lead/guidewire interaction. Laboratory analysis could not confirm the guidewire damage allegation as no guidewire was returned.

Event description:
It was reported during the implant procedure to upgrade to a srt-ICD, while attempting to insert the guidewire into the left ventricular (lv) lead, it could not be inserted more than 1 cm. It was indicated that it felt like there was a blockage. Therefore, a new lead was implanted without any issues. No adverse effects to the patient were reported. This lead was received for analysis.